Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen by an expert at the clinic because the parents thought that the user was only recognising and communication of simple short sentences. It was suggested a revision surgery to adjust the electrode position. However, the user was re-implanted with a new device during the surgery.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea to an unknown degree. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has an ip3 (incomplete partition type 3 cochlear malformation). The user was seen by an expert at the clinic because the parents thought that the user was only recognising and communication of simple short sentences. The expert suggested a revision surgery to adjust the electrode position. However, the user was re-implanted with a new device during the surgery.